Event description:
It was reported that the pt has had a decline in performance on his left implanted side. During the implantation surgery, the crimper was not available and it may not have been possible to properly fixate the fmt. As the pt performance is decreasing, it is feared that the fmt may have slipped from its original position, thus not giving the expected benefit to the pt. The pt is to under go a repositioning surgery on (B) (6) 2009, under a general anaesthesia.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.